Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 9 events were reported for this quarter. Product return status: 9 devices were received for evaluation. Evaluation status: 7 events were confirmed during testing; 1 device was found to be affected by a mechanical problem; 6 devices were found to be affected by a mechanical problem and a fracture; 1 event was not confirmed during testing; the device was found to be within specifications; 1 device evaluation is in progress. Product disposition: 7 devices were repaired and returned to the account; 1 device was not repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device had a broken cutting accessory still attached. The 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 1 previously reported event inincluded in this follow-up record.   Evaluation status 1 device evaluation is in progress.   Additional information 1 device was not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had a broken cutting accessory still attached. 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 9 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by a failed drive link.   Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had a broken cutting accessory still attached. 9 events had patient involvement; no patient impact.